Event description:
A pt underwent a lap assisted sigmoid colectomy in 2009. Anastomosis was 15 cm height from anal verge. Pt had flatus on pod 3 and bowel movement on pod 6. Pt was discharged from hosp on pod 7. At approx 2 weeks later, the pt came back to the hosp emergency room complaining of abdominal pain. Upon opening, the area of concern was identified as the site of anastomosis. The lateral side of the anastomosis had dehisced, the area was repaired with suture, and the pt was given a colostomy, and subsequently a hartmann's to be performed. The pt is currently recovering.